Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a severely calcified vessel in the forearm. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 8 atmospheres for 1 minute. The procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.